Manufacturer narrative:
Technician found the bed in bed shop with a note attached that the side rail was not working correctly. Found bent latch pin in rail. Replaced the latch pin to resolve this issue.

Event description:
Info received that the siderail was not working correctly. No injury reported.